Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log indicating a failure of the outlet pressure sensor. The device's circuit board needs to be replaced to address the issue. However, no repairs were completed because the device was scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039